Event description:
It was reported that the preloaded toric intraocular lens (iol) haptic was not unfolded properly during loading and was subsequently replaced with another lens. There was no patient contact with the faulty lens. Additional information indicated that the lens was implanted, but the haptic did not open up nicely. A posterior capsule rupture (pcr) occurred while attempting to open the haptic. Iol was removed in same procedure and replaced with sulcus iol. No other information was provided.

Manufacturer narrative:
Section b3: date of event: feb 2025. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the product was returned to the manufacturing site for evaluation. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 26, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod completely retracted. Viscoelastic residue was identified in the cartridge and no cartridge damage was identified. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected and presented with no issues. The lens was received coated in viscoelastic residue. The lens was cleaned and presented with damage and cosmetic scratches to the optic body. The complaint issue unfolding issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. The manufacturing records review for this production order (po) shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.